Event description:
On (B)(6) 2013, the patient contacted animas alleging a button keypad issue, stating that the buttons were hypersensitive and boluses were being cancelled due to the alleged issue. The patient then called back on (B)(6) 2013, to ask about the replacement pump, and mentioned at that time that he had experienced high and low blood glucose (bg) over the past month due to the alleged keypad issue. The patient had been advised on (B)(6) 2013, to come off the pump and use a back-up plan or to use only the meter remote for bolusing, however, the patient noted on (B)(6) 2013 that he had remained on the pump as he did not have a back-up plan for insulin delivery. The patient noted that he had an appointment scheduled with his healthcare provider on (B)(6) 2013, to discuss a back-up plan. The patient reported bgs as low as 44mg/dl since (B)(6) 2013. The patient stated that on (B)(6) 2013 his bg was 70 and he experienced symptoms of tingling on his tongue and feeling as if he was going to pass out. The patient stated that he received assistance in treating the low bgs on some occasions but could not recall which ones. The patient reported elevated bgs up to 448mg/dl with feeling tired and hungry. The reported high bg does not meet animas' criteria for a serious injury. This complaint is being reported because the alleged keypad button issue remained unresolved, and due to the allegation that the patient experienced hypoglycemia requiring assistance from another person.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity related to the reported complaint observed in the black box or pump history. The keypad was found to be torn around the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The ok button was found to be hyper-sensitive. The up/ down arrow keypad buttons were found to be unresponsive. The contrast button was found to be intermittently responsive; the contrast button has no affect on insulin delivery function. The keypad cover was removed; the ok, contrast, and down arrow button key contacts were found to be misaligned. The up/ down arrow and ok button contacts were found to be inverted and there was contamination found under all button contacts. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No power loss occurred during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.